Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the device exhibited oversening of t-waves. The device was reprogrammed to address the issue.